Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
(B) (4) crm received info that this right ventricular (rv) lead was dislodged. The pt presented to the emergency room with no underlying rhythm but did have an escape beat. The pt also experienced greater than two seconds of asystole and had to be supported by temporary pacing. The pt recently had a coronary artery bypass graft procedure. The rv lead was successfully repositioned. This product currently remains in service.